Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged and customer was unable to load cartridges with insulin. As a result, customer's blood glucose (bg) level rose above 400 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Customer delivered a manual injection to attempt to address elevated bg. Customer did not sustain any permanent damage. Multiple attempts were made to obtain further information regarding hospitalization, but these were unsuccessful.